Manufacturer narrative:
The ventilator was investigated on site and the problem was reproduced. The o2 gas module was replaced and returned for investigation. The reported failure with the generated alarm for low oxygen concentration was not reproduced during test of the returned goods in a reference ventilator. No alarms were generated during ventilation. Additional testing of the o2-gas module in the manufacture production test system showed that o2-gas module was out of specification. Analysis/tests showed that the issue was caused by the nozzle unit and electronics within the o2-gas module. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle unit is part of the yearly maintenance program for the device. The received device log confirms the reported problem. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated an alarm for low oxygen concentration. There was no harm to patient. (B)(4).